Manufacturer narrative:
This medwatch report is for the aviva suspect device system used. Reference medwatch report with (B)(6) for the advantage suspect device system used.

Event description:
Reporter alleged a patient or staff member received a result of 253 mg/dl on the advantage system compared back to back with a result of 115 mg/dl on the aviva system when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.